Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the lens was opened, not implanted. The physician stated that the lens looked scratched. Probably an error on the scrub technician. In follow up, the registered nurse could not confirm if the event was due to use error. The nurse indicated that the scrub technician does not believe that she scratched it, but it may be mistaken. No further information was provided.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation. The return sample was visually inspected under a microscope. Loose particles were observed on the lens optic and no scratches were detected from both sides (anterior and posterior) of the lens optic including the haptics; therefore, the reported complaint is unconfirmed. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions for proper use and handling of the device. The manufacturing record review was performed. The lenses were manufactured within specifications. The units were released according to specification. All pertinent information available to abbott medical optics has been submitted.